Event description:
Customer reported a past event involving low blood glucose levels, with the lowest value showing as "low" but no specific number provided. Cause was not known. The customer drank orange juice in response to the low levels and agreed to consult with a healthcare professional.